Event description:
It was reported that during a crtd implant procedure, a small dissection of the lateral vein occurred. The physician decided to place the lead in a postero-lateral vein of the coronary sinus. The patient was in good condition during and after the procedure.

Manufacturer narrative:
Physician elected to place the lead in a postero-lateral vein in cs. The patient was in good condition.